Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that inadequate reprocessing around forceps elevator at the facility to be a cause of the event.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on july 29, 2021, foreign material was found inside the distal cover and around forceps raiser. There was no report of patient injury associated with the event.